Manufacturer narrative:
(B)(4). Date sent to FDA: 07/02/2020. Additional b5 narrative: in (B)(6) 2019 at (B)(6) hospital, due to urinary stress incontinence, the patient underwent a mesh procedure. In (B)(6) 2020, the patient approached a private practice gynecologist due to painful intercourse. At examination, visible mesh exposure was noted just below the urethra. The patient is referred to hospital and on (B)(6) 2020, examination showed 1cm erosion. Overstin gel was applied by the doctor and the patient was instructed to lubricate daily until the surgery on (B)(6) 2020. At the surgery, an edge of the mucosa throughout the defect circumference was removed and closed the defect. The doctor prescribed antibiotics for one week and control after 3 months. Adverse event regarding tvt mesh implanted in 2019 through partial mesh removal in (B)(6) 2020 will be submitted via 2210968-2020-03461. Adverse event following (B)(6) 2020 partial removal through (B)(6) 2020 erosion/partial mesh removal will be submitted via 2210968-2020-05039. Adverse event following (B)(6) 2020 partial mesh removal through partial mesh removal in (B)(6) 2020 will be submitted via 2210968-2020-05040. Adverse event of infection following (B)(6) 2020 partial mesh removal will be submitted via 2210968-2020-05041.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it is not possible to obtain further details or no additional information is available. The patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient comorbidities/concomitant medications? Please confirm if mesh product tvtrl with lot number 3933009 was implanted in (B)(6) 2019? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location and diagnostic confirmation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. On (B)(6) 2020 the patient was seeing by doctor due to painful intercourse and at the examination, the relatively distal a 1 cm diameter mesh erosion with the sling mesh in the bottom was observed. Overstin gel was applied by the doctor and the patient was instructed to lubricate daily until the surgery on (B)(6) 2020. At the surgery, an edge of the mucosa throughout the defect circumference was removed and closed the defect. No further information is available.